Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number 2018-61696.

Manufacturer narrative:
The issue is still investigated by manufacturing site.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- volista. As it was stated, that there were rusting on the main of the device. There is no injury reported however we decided to report the issue in abundance of caution as rusted parts can result in part falling in sterile area or during surgery might be a source of contamination. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights- volista. As it was stated, that there were rusting on the main of the device. There is no injury reported however we decided to report the issue in abundance of caution as rusted parts can result in part falling in sterile area or during surgery might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse. The problem has been in details discussed with the supplier, as a result two main reasons where identified, which could have led to this premature oxidation. One is a deviation of the production process parameters and another reason is a mistake during manufacturing operation handling. Given that there is a very low defect quantity the parameter-issue issue seems to be very unlikely, because this kind of problem would have affected all products of this batch which is not the case. Therefore the most likely root cause would be an incorrect operation handling for pre-treatment, the improper protection after rust or incomplete drying after rust process would have led to the containment and oxidization. It should be emphasized that these main arms were painted by the previous supplier who is not getinge supplier since july 2016. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).